Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving bupivacaine (20 mg at 6.74259 mg/day) and dilaudid (hydromorphone) (10.5 mg at 3.53986 mg/day) via an implantable pump for unknown indications for use. It was reported that the catheter was unable to be aspirated during dye study. The catheter was occluded and a 2 step wean would be initiated.

Manufacturer narrative:
Concomitant medical device: product ID 8598a, serial/lot#: (B)(4). Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 08-mar-2019, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the pump was returned and it exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate. The 8598a catheter was returned and analysis identified an area of compression on the catheter body. The 8596sc catheter was returned and no signficant anomalies were found. Continuation of d10: product ID: 8596sc. Serial# (B)(6). Implanted: (B)(6) 2010. Explanted: (B)(6) 2022. Product type: catheter. Product ID: 8598a. Serial#: (B)(6). Implanted: (B)(6) 2017. Explanted: (B)(6) 2022. Product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) via company representative (rep) reported that they were able to visualize the catheter tip at the original placement at t10. The patient underwent a full catheter revision on 2022-(B)(6) with the pump replacement. They decided to increase the patient's daily dose to 2.5 mg/day. Of note, when pulling the drug out of the old pump, the provider took out exactly 27.5 ml which is what the reservoir said would be in the pump. It was reported that the issue was resolved. The patient's status at the time of report was alive - no injury.

Manufacturer narrative:
Continuation of d10: product ID 8596sc lot# serial# (B)(6) implanted: 2010-(B)(6) explanted: 2022-(B)(6)product type catheter p roduct ID 8598a lot# serial# hg1qb4q01 implanted: 2017-(B)(6) explanted: 2022-(B)(6) product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.